Manufacturer narrative:
The insulin pump had unresponse buttons due to unlocked keypad connector. Unable to perform operating currents, self test, reset errortest, rewind test, basic occlusion test, occlusion test, prime test,excessive no delivery test and displacement test due to unresponsivebutton.pump received with minor scratches to the display window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that she stopped using the insulin pump for a couple of days due to high blood glucose. She stated that it seems like it was delivering but the blood glucose would not come down. The customer declined troubleshooting. The insulin pump was replaced and returned for analysis.